Event description:
It was reported that during a hand assisted low anterior resection, the surgeon was completing the rectal stump using a blue reload. When doing the leak test at the posterior end of the staple line, bubbles were noticed and it was noted to have malformed staples that were open ended. The surgeon then used a different device and transected below the staple line; he then created a new anastomosis with a new circular device to complete the procedure. There was an additional two plus hours extended to the procedure time. It is not known if the patient required any units of blood or will be staying longer in the ICU unit. The patient is stable at this time. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. .